Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ visibility/palpability: unable to observe as it is not related to the device. ¿ autoimmune/connective tissue disorders ¿ ndr: unable to observe as it is not related to the device. ¿ double capsule: unable to observe as it is not related to the device. ¿ seroma-late: unable to observe as it is not related to the device. ¿ pain: unable to observe as it is not related to the device. Additional observations: ¿ observed deformation. ¿ observed mold on the surface of the device. ¿ observed voids in the gel. No further actions are required as no manufacturing issues are observed. The reported events of seroma-late, granuloma, and capsular contracture, baker grade unknown are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: granuloma, seroma-late, and capsular contracture, baker grade unknown.

Event description:
Patient later reported "silicone-induced granuloma", "peri-capsular infiltration/fluid collection", "capsular contracture associated with silicone leakage." The reported event of "chest pain", "joint pain", "spontaneous hives, urinary urgency", "ringing in the ears", tiredness and weakness", difficulty sleeping", "inflamed and dry eyes", "nausea and hair loss" are not device related. Healthcare professional reported "muscle pain, myalgia, muscle weakness, arthralgia, fatigue, general malaise, sleep disturbances, fever, cognitive changes, nervous system problems, memory loss, among multiple behavioral changes", "capsular contracture associated with silicone leakage", "scar complexes scattered throughout both mammary regions, accompanied by changes in sensitivity and painful phenomena upon touch and skin contractility, resulting in disfigurement", "clinical picture compatible with post-traumatic stress disorders, manifested by anxiety, depression, fears about the future, pessimism, dissatisfaction with one's own body, decreased self-esteem, anhedonia, tendency to isolation, among multiple behavioral changes, such as painful reliving of the event, difficulty sleeping, and nightmares", "oval, circumscribed nodules measuring up to 1.0 cm" (not device related).

Event description:
Patient representative, through company representative, reported of the left side device: "polymorphous symptoms for many months, which forced multiple consultations in various specialties and the suffering of intense local pain". The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "breast pain" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast pain.